Event description:
It was reported, that an unspecified sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. It was reported, by the parent, that the adult patient was not getting readings from her continuous glucose monitor (cgm). And her blood sugar went low, causing her to have a seizure and end up in the hospital. The episode occurred, on undocumented number of days, after the sensor was inserted in the arm. The parent did not know what exactly happened with the cgm at the time of the episode, since he was not with the patient at that time, but there was report it was not reading. The patient experienced seizure, due to hypoglycemia at 3:30 am. At 4 am, emergency medical service arrived and treated the patient with an unspecified medication to treat low blood sugar. The blood glucose at that time was unknown. The patient was taken to the emergency department. There was no documentation of further medical evaluation or intervention for hypoglycemia. And the patient was discharged at 12:30 pm, the same day. At the time of the report, the patient was doing fine. Data has been received, but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code: 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/22/2023. It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, it was reported by the parent that the adult patient was not getting readings from her continuous glucose monitor (cgm) and her blood sugar went low causing her to have a seizure and end up in the hospital. The episode occurred an undocumented number of days after the sensor was inserted in the arm. The parent did not know what exactly happened with the cgm at the time of the episode since he was not with the patient at that time, but there was report it was not reading. The patient experienced seizure due to hypoglycemia at 3:30 am. At 4 am, emergency medical service arrived and treated the patient with an unspecified medication to treat low blood sugar. The blood glucose at that time was unknown. The patient was taken to the emergency department. There was no documentation of further medical evaluation or intervention for hypoglycemia and the patient was discharged at 12:30 pm the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. Confirmation of the allegation and probable cause could not be determined. However, it was noted in the logs that the sensor failed due to very low count aberration on 11/16/2023. The probable cause could not be determined. No additional patient or event information is available.